Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. A new threader balloon catheter balloon was used and completed the procedure. No patient complications were reported.